Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was got up to 33 mmol/l. The customer also mentioned other blood glucose value such as 14.2 mmol/l. The customer was not using the insulin pump for a few days and she could not get it to start up. She then replaced the battery and then had to reset the date and it saved all her blood glucose values. However, the meter was not communicating with the insulin pump. The customer had infusion set that was bent due to which she experienced high blood glucose. The customer treated high blood glucose with syringe. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.